Event description:
It was reported that p-waves were being sensed on the right ventricular (rv) channel of the cardiac resynchronization therapy defibrillator (crt-d). Technical services discussed different options, such as enabling the biventricular trigger, lowering the rv sensitivity to 1.0 mv, and lead repositioning. The healthcare provider opted to enable the biventricular trigger and was considering rv sensitivity changes. The crt-d remains in service and no adverse patient effects were reported.